Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4); product ID: 7482-51, serial/lot #: (B)(4); product ID: 7495-51, serial/lot #: (B)(4); product ID: 7495-51, serial/lot #: (B)(4); product ID: 3389-28, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an erosion and evidence of infection around the right side dbs brain lead. It was also reported the right brain lead appeared to be damaged and frayed. An x-ray and impedance testing were utilized to determine the damage to the lead. The right side dbs system was explanted and the issue was resolved at the time of the report.